Event description:
A customer contacted baxter's technical service center reporting that the homechoice (hc) unit was smelling like something was burning when priming. The caregiver (cg) stated that the home patient (hp) was not connected. The technical service representative (tsr) had the cg turn off the hc machine and arranged a swap of the instrument due to this issue. The tsr advised the cg might use manual supplies for that night. The cg stated the hp could go one night without therapy. The tsr advised the cg to inform pd nurse if hp was not doing therapy. During a follow up with the nurse regarding the report of burning smell, it was revealed that the hc cycler was swapped, and hp is doing fine and continuing therapy. The nurse confirmed that hp did not have any injury or harm as a result of this incident.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition for evaluation. The power cord was not available for evaluation. The reported issue of burning smell was not confirmed in the device logs or duplicated during the evaluation performed by the product analysis lab (pal). Reported difficulties such as this are not recorded in the logs. There were no problems found during an internal inspection; no evidence of a burning odor was detected. The device functioned normally during the evaluation. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The assignable cause for the burning smell was undetermined. A service history review (B)(4) revealed that no issues that may have contributed to the issue of burning smell. The device was functioning within specification. The device's logs and service history record were reviewed and no issues were identified that could have caused or contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.